Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that not all screws have been received the description that one of the screws could be screwed through the plate could not be verified. A functional verification with new parts at product development showed no differences in the depth a screw could be inserted into the plate. This could only be verified with 2 of the 3 available screws as the locking thread of one screw was deformed (screw 489.147, lot#7586559). The described situation of a screw through the plate could not be reproduced. 2 screws showed deformation on the hex recess and 1 of them had a deformed locking thread. 1 plate hole was as well deformed and screw could not be fully seated anymore. It is unclear if the screws were seated with the torque limiter handle ((B)(4)) according the surgical technique and what lead to the screw recess deformation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery of the spine section l5 / s1 the surgeon found the screws could be screwed too far into the anterior tension band (atb) plate resulting in cold welded screw threads. One of the screws could be screwed through the plate. The surgeon has experience with atb, before drilling it worked with drill sleeves. The surgery was completed successfully with another atb plate. A delay of less than 15 minutes resulted from the event. This is report 3 of 4 for (B)(4).